Event description:
When the prod enterprise vrd and delivery system was removed from the package, the delivery system seemed to have moved within the delivery sheath and the distal end of the delivery system seemed stretched/unraveled. The prod was not utilized for the procedure. Another similar device was utilized to complete the procedure. The prod was removed from the plastic container without any issues. No pt info was available.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.